Manufacturer narrative:
Device evaluation in progress.

Event description:
While treating a distal ureteral stone, at approximately 850 pressure shocks, received error code cuw89 unable to fill the therapy head. Called service technician for trouble shooting, determined the issue to be a pump relay or something related. Case aborted.

Manufacturer narrative:
Device evaluated by simulated use testing. Found a mechanical fatigue problem. Device repaired and returned to the customer.